Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.

Event description:
During the surgery, the drill did not enter the distal screw hall accurately. (Drill hit the nail). So, the surgeon decided not to use the distal screw hole. The surgeon reamed the geater trochanter only.